Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (B)(6) 2009. (B)(4).

Event description:
It was reported that the patient is in the intensive care unit (ICU), intubated and non-responsive and there may be performance issues with the right ventricular (rv) lead. The lead does not appear to be sensing/capturing appropriately. Follow-up did not yield any additional information. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.